Event description:
The customer contacted physio-control to report that their device would not recognize the therapy cable assembly when running the device user test. It was observed that the therapy connector assembly had a broken connector pin lodged inside from a therapy cable assembly. This broken pin would prohibit another therapy cable assembly from being connected and it would not allow the device to detect the specific therapy cable assembly with the broken pin. This could prohibit defibrillation therapy delivery. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). The hospital biomedical engineer evaluated the device and verified the reported issue. The therapy connector assembly was replaced and proper device operation was observed through functional and performance testing. The device was then returned to the end user for use. The customer advised that they misplaced the therapy cable assembly with the broken pin, but have since implemented use of a different cable that functions normally. The device has not been returned to physio-control for evaluation.